Manufacturer narrative:
(B)(4)

Event description:
The complaint states that "wire broken or detached" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).